Event description:
It was reported that the patient underwent generator replacement due to the premature battery depletion. The explanted generator has not been received to date.

Event description:
It was reported that the battery indicator of the patient's device was lower than expected for the duration of the implant and settings of the device. Further follow-up found that the battery indicator was still green however it was below the 50% mark. Review of manufacturing records confirmed that the device was manufactured using the laser routing process. Programming data for the generator was found in the internal programming history database. Review of the data showed that the battery voltage was depleting more quickly than expected. It was previously identified through an internal investigation that the observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process during manufacture, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance. Generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without substantial programming changes.

Event description:
It was reported that the generator was interrogated and was found to be functioning normally however the intensified follow-up indicator was observed which indicated the generator was depleting.